Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-07231. It was reported that the patient presented for implant. During the procedure the physician attempted to implant the left ventricular lead but had difficulty inserting the lead using the sheath. The physician requested a replacement lead, but again encountered insertion difficultly with the sheath. The procedure was completed using a competitor lead. The patient was stable throughout.